Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and boston scientific obtryx transobturator sling were implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06005. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06005. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a paravaginal repair with a mesh system, rectocele with a mesh system, transobturator tape, diagnostic cystoscopy, colonoscopy and polypectomy of sigmoid colon due to pelvic organ prolapse and stress urinary incontinence. The patient underwent mesh revision/removal on (B)(6) 2010 and (B)(6) 2010 due to exposed mesh. The patient underwent excision of mesh concurrently with urethrolysis, pubovaginal sling using rectus fascias and suprapubic tube on (B)(6) 2011.